Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insufflation tubing, which is not supplied by maquet, did not connect properly to the btt short port. The tubing was replaced and the same device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).